Event description:
It was reported that a minimum fill notification occurred on september 29, 2025. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to load a new cartridge, and after trying a second cartridge, successfully resolved the issue and was able to resume insulin therapy.